Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, there were two .014 coronary guidewires in the patients arteries. The ivus catheter was introduced into the coronary arteries, and the ivus run began. However, the ivus catheter image was lost, and upon attempting to remove the catheter, it would not track over the wire. Both wires had to be removed with the ivus catheter. Upon trying to remove both the wires and catheter, they were found to be stuck in the patients sheath. The sheath had to be removed to extract the catheter and wire from the patients body. Everything was removed intact, and the patient was not harmed. The procedure was completed without any reported patient complications.